Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. On the same day as the onset, the patient was hospitalized for the event and began treatment with cefazolin and ceftazidim (doses, frequencies and routes not reported, duration four days) for peritonitis. Four days after admission to the hospital, the patient discontinued that treatment and began treatment with entinam and ciprofloxacin (doses, frequencies and routes not reported). Ten days later, the patient was also put on vancomycin (dose, frequency and route not reported). Fourteen days later, the treatment with entinam, ciprofloxacin and vancomycin was discontinued and the patient was discharged from the hospital. At the time of this report, the patient had recovered from the peritonitis event. Dianeal therapies were ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.